Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms a piece of the femoral head tip broke off. The broken piece was not returned with the device. The device was manufactured in 2019. The device show significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch number with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.additional data: d4 and h4

Event description:
It was reported that, the tip of a femoral head impactor was broken during a thr inside the patient¿s incision area, surgeon was able to removed the broken pieces and washed thoroughly washed and debrided the area. The procedure was successfully completed without delay using a back-up device. No other complications were reported.